Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 67mg/dl. The customer was assisted with troubleshoot. The customer states their drive support cap was sticking out. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion due to slight loose drive support disk. The operating currents are within specifications and passed self test, a21 error test, rewind and displacement test. The insulin pump was received with corroded battery tube, cracked case at the display window corners, minor scratches on the lcd window and missing end cap sticker.